Manufacturer narrative:
UDI was not available on the date of filing. Initial reporter name and occupation were not available on the date of filing. Manufacture date was not available on the date of filing. A medtronic representative went to the site to test the equipment. It was reported that the battery and power cable were re placed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site had damaged the power cable and broke off the grounding prong, and the battery wasn't holding a charge. No patient involved.

Manufacturer narrative:
Additional information: initial reporter information has been updated. Device evaluation: the power cord was received by the manufacturer for further evaluation. Through visual/physical examination and functional testing, the reported issue was able to be duplicated. As reported, the ground prong had been broke off and is missing. Otherwise, the cable passed a continuity test with no opens or shorts detected. It was determined that there was a physical damage failure with the returned power cable. This issue was documented in a medtronic navigation hardware anomaly tracking database. Device evaluation: the battery was also received by the manufacturer for further evaluation. Through visual/physical examination and functional testing, the reported issue was able to be duplicated. Upon return, the battery measured 26.34 vdc. Prior to testing, the battery was connected to a known good uninterruptible power supply (ups) and allowed to fully charge. Under battery power and with a load applied consisting of a 500w lamp, the ups shut down in eighteen seconds. The battery should be able to power this load for a minimum of three minutes. It was determined that there was an electrical failure with the returned battery. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.